Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up when the generator reached elective replacement indicator (eri). Upon interrogation, noise resulting in oversensing was noted on the right atrial lead. Noise was reproduced during in clinic testing with isometrics. The right atrial lead was capped on (B)(6) 2019. The generator was also explanted and replaced due to elective replacement indicator (eri). The patient was stable throughout.